Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they error code 571.6240 is confirmed due to a cable j3 to power board loosen up. It's possibly jarring during the transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. Based on the findings, service determined that the probable root cause of the reported issue was due to loosen up of power board cable. A review of the device history record showed the device had a manufacture date of 23oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.